Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mjk048 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on 10/16/2019 and the barbed suture was used. The fixation tab of the barbed suture came off the suture during continuous suturing. There were no patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). One empty opened foil, one empty labeled winding former and a needle-suture of product code sxpp1a301, lot mjk048 were received for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident.